Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported for left side "patient is very concerned, as the patient visited the website and saw something with anvisa", "does not feel pain, but started feeling like it was a little ball under the left breast, as if it were deep and was worried", "the left side looked like it would have whitish tissue and believes that it may have had a rupture in the prosthesis". The device remains implanted.

Event description:
Patient reported for left side "patient is very concerned, as the patient visited the website and saw something with anvisa", "does not feel pain, but started feeling like it was a little ball under the left breast, as if it were deep and was worried", "the left side looked like it would have whitish tissue and believes that it may have had a rupture in the prosthesis", ultrasound showed rupture and cystic characteristic. Patient noted had a "retouch" and implant was then placed under the muscle. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6.